Event description:
It was reported that a pump triggered an altitude alarm. During the event, the customer's blood glucose level was not adversely impacted, remaining within the range of 54-500 mg/dl (3.0-27.7 mmol/l). Technical support instructed the customer to remove any obstruction from the speaker holes, clean them, and reconnect the pump cartridge, which allowed insulin delivery to resume after a brief wait. The altitude alarm did not recur, and the pump returned to normal operation. Technical support provided tips on preventing such alarms in the future.